Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, in order to reposition the internal magnet. The implanted device remains insitu.

Manufacturer narrative:
This report is submitted on on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). The patient's head was reportedly wrapped with compression bandage during the MRI. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2018.